Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, approximately eleven years and three months post index procedure the aneurx stent graft had a proximal type I endoleak and had migrated approximately 5 mm. The physician implanted another manufacture's 28mm cuff and aptus endoanchors. The case went well and the type ia endoleak has resolved, the patient is doing well per the physician, the cause of the event was due to dilatation of the aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.